Event description:
During the implant attempt of the subject pacemaker ventricular pacing failure was noted. Reportedly, normal lead measurements were obtained prior implant. In two attempts after connecting the ventricular lead pacing spikes were not confirmed and cardiac arrest occurred. A third connection attempt was performed but pacing spikes were not still observed. The physician reported to connect appropriately the lead, however during the second connection attempt no click sound was heard. A new pacemaker was implanted.

Event description:
During the implant attempt of the subject pacemaker ventricular pacing failure was noted. Reportedly, normal lead measurements were obtained prior implant. In two attempts after connecting the ventricular lead pacing spikes were not confirmed and cardiac arrest occurred. A third connection attempt was performed but pacing spikes were not still observed. The physician reported to connect appropriately the lead, however during the second connection attempt no click sound was heard. A new pacemaker was implanted.

Manufacturer narrative:
Further analysis of the returned device showed proper electrical and mechanical function.

Event description:
During the implant attempt of the subject pacemaker ventricular pacing failure was noted. Reportedly, normal lead measurements were obtained prior implant. In two attempts after connecting the ventricular lead pacing spikes were not confirmed and cardiac arrest occurred. A third connection attempt was performed but pacing spikes were not still observed. The physician reported to connect appropriately the lead, however during the second connection attempt no click sound was heard. A new pacemaker was implanted.

Event description:
During the implant attempt of the subject pacemaker ventricular pacing failure was noted. Reportedly, normal lead measurements were obtained prior implant. In two attempts after connecting the ventricular lead pacing spikes were not confirmed and cardiac arrest occurred. A third connection attempt was performed but pacing spikes were not still observed. The physician reported to connect appropriately the lead, however during the second connection attempt no click sound was heard. A new pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.